Event description:
It was reported that the healthcare provider (hcp) claimed that there was a breakage in the lead by the electrodes. The damage was detected capping and removing the lead. The lead was not implanted and a different lead was used.

Manufacturer narrative:
(B)(4).